Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. The device failed internal flow verification during final testing. The machine flow sensor required replacement to address the testing failure issue. Additional findings not related to the malfunction/issue: dirt was confirmed on the following parts and replaced: blower assembly. The following parts were replaced to prevent failure: air inlet foam filter, particulate filter, muffler assembly. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.